Event description:
Event description guidant received information that following the implant of this cardiac resynchronization therapy defibrillator (crt-d; ddd, 60/110) and right ventricular (rv) defibrillation lead there was a loss of capture noted - event at maximum outputs. The representative noted that the rv lead may have dislodged post-implant.